Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the customer is in the hospital and the pump froze up. The mother stated that there is a crack on the screen of the pump. The mother was not with the customer and could not give details about hospitalization. The customer will be sent a replacement pump.